Manufacturer narrative:
This is the initial report of a suspected allergic reaction to the rifampin coated on the surgical mesh device. The device was implanted on (B)(6) 2013 explanted on the same day. The aigis device was implanted sub muscular along with a new device (type unk). The pt had a previous infection. Pt developed a suspected adverse reaction to rifampin. Implantation of aigis into an infected wound is not recommended. Allergic reactions to antibiotics are not unexpected. There is no outcome info for this pt and this event. Follow-up reports will be submitted when additional info is received.

Event description:
The initial implant was done on (B)(6) and the explant was done on (B)(6). The reaction was systemic and aigis was placed sub muscular along with the new device on the (B)(6). Pt also was itching at site of post op on the (B)(6). Pt had no history of allergies to either the minocycline or rifampin. Pt was given minocycline post op on the (B)(6).